Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the left ventricular lead exhibited loss of capture and low pacing impedance. Chest x-ray confirmed that the lead had dislodged. The lead was explanted. The patient was in stable condition post-procedure.

Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions.